Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer yielding quality check code 79 and 93. The analyzer was returned for repair and during repair analysis burnt components were discovered. Based on the info available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).